Event description:
The user facility reported seeing a small blood leak in the tubing connection to the centrifugal pump during a bypass procedure. There was reportedly no harm to the pt, and no medical intervention was needed as a result of this event. The reported blood loss is estimated to be 50-cc. Add'l event specific info was not available.

Manufacturer narrative:
The involved sample was returned for eval. The sample was decontaminated, visually examined and leak tested. The reported leakage at the tubing connection to the centrifugal pump was confirmed. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint records confirmed that his lot number has not been reported previously. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. All available info has been placed on file in quality assurance for tracking, trending, and follow up.